Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using a test battery and pads, without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed 11n001 (electrode connection has detected a fault) which is an indication that the device was powered off with the pads not connected to the device. The pads not being connected causes the device to remain in the red x condition and emit beep starts to warn the user. The AED 3 operator's guide states: "keep the defibrillation pads cable connected to the defibrillator at all times." Analysis of reports of this type has not identified an increase in trend.